Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient could not tolerate, bothered by vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was subjective visual disturbance. Additional information was requested, but further no information was available.